Manufacturer narrative:
(B)(4) initial report. Report source, foreign - event occurred in (B)(4). Postal code: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Medical product: biolox delta cer lnr 32mm e, catalog #: 110003626, lot #: 3745537. Telephone: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2019. Subsequently, the patient experienced a superficial skin infection on (B)(6) 2019. The patient was prescribed with medication. The incident resolved on (B)(6) 2019.

Event description:
It was reported that the initial right total hip arthroplasty was performed on (B)(6) 2019. Subsequently, the patient experienced a superficial skin infection on (B)(6)2019. The patient was prescribed medication. The incident was resolved on (B)(6) 2019.

Manufacturer narrative:
(B)(4), this final report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h4, h6, h10. Attempts were made to obtain additional information; however, no response was received. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 2 complaints with the item number 650-1162 including the (B)(4). A review of the complaint database over the last 3 years has found no complaints with the item number 110003626 other than the (B)(4). Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. For item 650-1162, lot 2018080547: risk management report documents the estimated residual risk associated with the reported event. The reported event states superficial skin infection. Infection is documented as a potential harm as an outcome of a number of hazards assessed by the rmr. Infection is considered a severity 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event states prescribed medication took place (medical intervention), therefore the outcome of this complaint is considered to be within the severity of the rmf. For item 110003626, lot 3745537: risk management report documents the estimated residual risk associated with the reported event. The reported event states superficial skin infection. Infection is documented as a potential harm as an outcome of a number of hazards assessed by the rmf. This incident has a maximum severity score of 4 which is defined in the rmr as: results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The reported event states prescribed medication took place (medical intervention), therefore the outcome of this complaint is considered to be within the severity of the rmf. Occurrence rate: in order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being february 2021. For item 650-1162, lot 2018080547: sales (february 2018 to february 2021) = (B)(4) units. Complaints search was conducted for events occurring between february 2018 to february 2021 for item 650-1162: 2 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is 2 in 19,090 = 1 in 9,545 occurrence calculation = 3: occasional rmf estimates = 3: occasional for item 110003626, lot 3745537: sales (february 2018 to february 2021) = 233 units. Complaints search was conducted for events occurring between february 2018 to february 2021 for item 110003626 there are no further complaints identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is 1 in 233 since the occurrence calculation is based on only (B)(4)item sales, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a meaningful calculation based on (B)(4) item sales. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.